Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The information provided alleges the "patient underwent an additional surgery to repair recurrent inguinal hernia." It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2009 - the patient underwent surgery for repair of an inguinal hernia, a 3dmax was implanted to repair the hernia defect. On (B)(6) 2014 - the patient underwent an additional surgery to repair recurrent inguinal hernia. The patient has suffered and will continue to suffer pain and was injured severely and permanently.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2009 - the patient underwent surgery for repair of an inguinal hernia, a 3dmax was implanted to repair the hernia defect. On (B)(6) 2014 - the patient underwent an additional surgery to repair recurrent inguinal hernia. The patient has suffered and will continue to suffer pain and was injured severely and permanently. Addendum per additional information provided: on (B)(6) 2009 - patient was diagnosed with recurrent right inguinal hernia thereby underwent laparoscopic repair with the implant of 3dmax mesh. Per operative notes, ¿there was a right direct hernia recurrence and no evidence of a left inguinal hernia. The defect was dissected out completely and left the previous anterior mesh. A preformed piece of 3dmax mesh was placed and laid over top of the defect and secured. There was an area of the mesh that was exposed, a piece of synthetic mesh was trimmed and placed over and secured.¿ on (B)(6) 2014 - patient visited hospital for pain. On (B)(6) 2014 - patient was diagnosed with recurrent incarcerated right inguinal hernia thereby underwent laparoscopic to open repair. Per operative notes, ¿a large direct inguinal hernia was identified and dissected free from the surrounding tissue. A bunch of previous mesh that had been placed in there and it was wrapped around his cord structures. A large prolene hernia mesh was placed and tacked. On (B)(6) 2015 - patient presents with right groin pain and request for nerve blocks. On (B)(6) 2019 - patient was diagnosed with neuropathic pain, inguinal pain and chronic pain syndrome thereby underwent right ilioinguinal/iliohypogastric nerve ablation. Attorney alleges that the patient had nerve damage, pain, hernia recurrence, right ilioinguinal/iliohypogastric nerve ablation and emotional injuries.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The information provided alleges the "patient underwent an additional surgery to repair recurrent inguinal hernia." It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about few years post implant of 3dmax, patient was diagnosed with nerve damage, hernia recurrence and nerve pain thereby underwent hernia repair. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.